Manufacturer narrative:
The visual inspection of the instrument did not show any serious deviations. The function test showed that it was not even possible to turn the inserted tool by hand anymore. After the disassembly of the instrument it got visible that the gear tooth system of the head drive and the ball bearings have been worn out. Parts which came apart from the defective ball bearings fell into the gear tooth system which caused the blockage. In addition, the intermediate drive was worn out. Black residue was present in the whole instrument. Root cause for the heat up is in the end the use of a worn out instrument as the user did not follow the instruction for use. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported as similar products get distributed in the USA. (B)(4).

Event description:
Phone call with dental office, mrs. (B)(6): incident happened on (B)(6) 2018. A 47 years old female patient was burned on lower lip on the left side to the size of a rice grain. Some bepanthen, an otc ointment was put on the blister. In addition the dentist received a slight burn on his thumb. In both cases a medical care was not necessary.